Event description:
It was reported that when using the BD Pyxis¿ MedBank Tower, Rx Verify request was rejected by the pharmacy. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for SN (b)(6)was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.A review of the device history record for SN (b)(6)was performed from the date of manufacture, 09-AUG-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of this incident, a technical support specialist confirmed that the initial request was rejected because the pharmacy had not yet received the prescription at the time the RxVerify request was submitted, contacted the customer and was informed that customer would reach out directly to pharmacy technician to provide assistance with the request. The system functioned as intended after the technical support specialist assisted the customer to resolve the issue.